Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device broke during use on patient. The black insulation broke away proximally from the handle. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Correction: -patient code additional info: evaluation summary: one (B)(4) device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found the hub came out of the nose of the handle. The investigation found the hub was broken and came out of the body. This is indicative of the shaft being flexed too far. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.